Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to issue items and had a validation issue. A technical support specialist (tss) followed up with the pharmacy administration team and confirmed that the issue had been resolved. The tss remotely accessed the synchronization cabinet, verified that it was online and actively synchronizing, and confirmed that prescription verification and validation code settings were properly configured and enabled and confirmed that there were no issues with the device. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to issue medication via validation code. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.